Event description:
It was reported that the insulin pump had a frozen display. The mother stated that the device alarmed no delivery prior to frozen display. Advised customer to allow the pump to rest for couple hours. The mother called back and reported that the frozen display still continued. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.